Event description:
It was reported that the cassette used with the pump was outside the +/-6% in the gravimetric accuracy test. The accuracy error percentage was 7.5%. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.